Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. â legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510.

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure. There was no patient injury.